Event description:
Caller reported air bubbles or gaps in the infusion set tubing of their insulin management system. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). After troubleshooting, the customer resolved the issue of large air bubbles and was able to resume insulin therapy successfully, confirming understanding of the corrective actions.